Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy-defibrillator (crt-d) developed a small pneumothorax on the same day of the implant procedure. The pneumothorax was reported to have resolved spontaneously. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.